Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was not using the device since (B)(6) 2013 and that in situ testing shows that the device, implanted in 1999, has malfunctioned.